Manufacturer narrative:
Download data showed first prime completed after pulse 31 and the device was deactivated after pulse 41. The priming sequence did not run enough pulses prior to deactivation to deploy the device. A drive stall and timeouts were observed in the data. The device was reset, paired to a master pdm and delivered a 5u bolus. The needle mechanism deployed as intended during rerun. The exact cause of the drive stall could not be determined.

Event description:
It was reported that the needle and cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.